Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mnh, mni, kwq, kwp. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6), surgery took place for spinal canal stenosis. The surgeon carried out a spine center approach and a wiltshire approach by means of l5/splf for the depressurization and the screw insertion respectively. With the matrix pop-on system, the surgeon opted for the reduction head for the patient. The surgery seemed to have been successful. However, it transpired that the dislocation of the head had been occurring when the surgeon offered the x-ray diagnosis to the patient three weeks after the surgery. According to the surgeon, the x-ray image also suggested that the attachment of the head may have been unsuccessful already. Additionally, the surgeon opined that there had been a possibility of unstable attachment of the head as it had been unable to confirm a sound of a click when attaching the head during the surgery. Nonetheless, the patient seemed to be well on the way for recovery for a while. The plan to be discharged from the hospital notwithstanding, the patient had to be admitted to the hospital again owing to the dislocation of the head. On (B)(6) 2014, the patient is going to undergo surgery for the revision with the replacement of the screw head and the rod. The patient has not sustained pain for the dislocation of the head. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the matrix body and components exhibit post production/acceptance damage includes: visible roughness on face on tabs where extensions were removed, which us normal after use. There are nicks and scratches on periphery of body. The collet has nicks on face on two of the cutouts on the collet. All described nonconformities/damage is not related to the manufacturing process. Raw material; sd1 and l2sd1 could not be measured because product is assembled and also because of the manufactured cutouts, complaint is unconfirmed because there are no issues during the manufacturing process and complaint description did not definitively state the product failed, but that there could have been an assembly issue during surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.